Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime test due to faulty sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit received with cracked reservoir tube lip, minor scratched display window and cracked belt clip slot. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error twice. The patient's blood glucose level was 234 mg/dl at the time of the call. Customer states they are able to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.